Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom upstream occlusion alarms which were not reproduced. Upstream occlusion alarms were confirmed through review of the event history log. This condition was found to be caused by continuity on the tail pins of the failed upstream sensor. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump experienced constant upstream occlusion alarms. It was also reported there was no patient injury.